Event description:
Customer reported a malfunction on a pump, identified as malf 16. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and a follow-up was planned to confirm the pump's serial number. The customer expressed interest in obtaining an out-of-warranty loaner pump.